Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant wear.

Manufacturer narrative:
Corrected: d1, d2, d4, d10. Additional information: a1, a2, d4, d10, g7, h2, h3, h4, h6, h10.